Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (t runks/limbs). It was reported that the patient noticed about 2 ¿ 3 months ago. That the stimulator charge didn¿t last quite as long and that it took longer to charge. The patient reported that if they weren¿t right on schedule with their charging, it would run out of charge. The patient reported that they could feel it start to lose intensity. The patient stated that they were able to get 6 ¿ 8 coupling bars. The patient reported that they met with their manufacturer representative and increased the settings because the patient hadn¿t been able to find the right settings and the stimulation wasn¿t hitting where they needed it to go since (B)(6) 2017. The patient stated that reprogramming didn¿t quite resolve the issue, but it helped tremendously. No further complications are anticipated.